Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent appeared longer than labeled. The lesion being treated was located in the non tortuous lower bile duct. The physician implanted a 10x71x75mm epic stent in the target lesion. However, upon reviewing the images it was noted that the implanted stent measured 8.5cm. The stent remains implanted and no patient complications were reported. The patient's status is good.